Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and no parts were returned for failure analysis. Follow-up was provided by the biomedical technician who revealed that the ground fault circuit interrupter (gfci) outlet that the unit was plugged into was replaced due to burn damage to one of the sockets. A fresenius regional equipment specialist (res) was called on-site to evaluate the unit. The res found that the left prong of the power plug was burnt. The res replaced the power supply cable assembly to resolve the issue. Following the part replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination was performed by a fresenius res which confirmed that burn damage was present to the left prong of the power plug assembly. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical technician reported that a burning smell was present while a 2008t hemodialysis (hd) machine underwent a heat disinfection cycle. The biomed revealed that the power plug exhibited signs of excessive heat damage. There was no patient involvement as the incident occurred during heat disinfect. Additionally, no smoke was observed, and no flames or sparks were visible. The biomed stated that the ground fault circuit interrupter (gfci) outlet that the unit was plugged into was replaced due to burn damage to one of the sockets, and then a fresenius regional equipment specialist (res) was called on-site to evaluate the unit. The res found that the left prong of the power plug was burnt. The res replaced the power supply cable assembly to resolve the issue. Following the part replacement, the machine was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power plug was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.